Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 10-may-2017 it was reported that in 2011 the patient had a pump and catheter replaced because he was withdrawing from the pump at that time. No further patient complications have been reported as a result of this event.